Event description:
A report was received that the patient was feeling pain at the ipg site and the ipg and wires were visible through the skin. The patient was explanted and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was feeling pain at the ipg site and the ipg and wires were visible through the skin. The patient was explanted and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. The patient was explanted due to a surgical complication. Visual inspection and residual gas analysis were performed to ensure the device integrity and found no anomalies. The paddle lead was cut during the explant procedure, and the paddle was not returned. The damage was not considered a failure. A review of sterilization records found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm.